Manufacturer narrative:
The device was inspected and tested on "21th" may 2018. Result: the helicoil was coming out of the starburst. There was no patient injury. This a response to the user facility report (B)(4). The described failure cannot occur during surgery only after surgery when dismantling the product. At an inspection prior to surgery this failure cannot go unnoticed. Worst case is that the device can't be used anymore.

Event description:
Customer service was contacted on 23rd may 2018. Customer stated a helicoil issue. No patient was injured. We received a FDA notice to user facility report (B)(4).